Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration/ fallopian tube rupture"), uterine perforation ("perforation (uterus)") and device breakage ("device breakage") in a 22-year-old female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2007), abortion, miscarriage, d & c (spontaneous abortion and voluntary termination of pregnancy), constipation, colonoscopy, palpitations and augmentation mammoplasty. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included body mass index normal, drug allergy, uterine cervical motion tenderness, uti, tiredness, pain in elbow and uterine bleeding. Family history included colon carcinoma, asthma, diabetes mellitus and neoplasm malignant. Concomitant products included ciprofloxacin hydrochloride (ciprofloxacin hcl) since (B)(6) 2016, metronidazole (flagyl) since (B)(6) 2016 and vicodin (norco) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain-chronic and severe"), vaginal discharge ("discharge"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic/ hypersensitivity reactions"), rash ("rashes"), infection ("infections"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), endometriosis ("endometriosis"), cystitis ("cystitis"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal cuff dehiscence ("vaginal cuff dehiscence"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, vaginal discharge, abdominal distension, hypersensitivity, rash, infection, amnesia, dysgeusia, dental caries, fatigue, endometriosis, cystitis, menstruation irregular, abdominal pain, alopecia and vaginal cuff dehiscence outcome was unknown and the dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, rash, uterine perforation, vaginal cuff dehiscence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Sought treatment for these continuing symptoms. She was forced to undergo a major surgery as a result of her essure implants. Three coils protruding on left, five coils protruding on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. On (B)(6) 2015, she had transvaginal ultrasound which resulted in essure coils are seen within the cornua of the uterus. On an unspecified date, urine testing done negative pregnancy test. On (B)(6) 2015, thin prep pap- interpretation: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacteria vaginosis. On (B)(6) 2016, surgical pathology report- uterus, cervix and bilateral fallopian tubesgross description: container is labeled uterus, cervix, bilateral fallopian tubes. Received in formalin is a uterus with cervix and attached bilateral tubes. Without the tubes the uterus weighs 182 grams and measures 12.0 x 6.0 x 4.5 cm. The serosa is pink-purple and shiny. The ectocervix is pink-purple hemorrhagic around the os and the endocervical canal is patent. Sectioning through the cervix reveals a few nabothian cysts. The triangular-shaped endometrial cavity measures 5.5 x 3.0 cm and is lined by a 0.3 cm in thickness hemorrhagic red endometrium. The myometrium ranges from 1.0 to 2.3 cm in thickness and has a gray-tan illdefined whorled cut surface with no discrete lesions identified. The left fallopian tube measures 8.5 cm in length with a diameter of 0.4 cm. Upon sectioning an essure coil is identified within the lumen. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. The right fallopian tube measures 8.0 cm in length with a diameter ranging from 0.3 to 0.5 cm in diameter. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. Upon sectioning an essure coil is seen within the lumen. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming pelvic pains, painful periods and intercourse, vaginal dyspareunia, abnormal menses, with irregular cycles, fatigue, abdominal pain, abdominal bloating and constipation, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ migration/ fallopian tube rupture'), uterine perforation ('perforation (uterus)'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 626686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage on (B)(6) 2007, multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2007), abortion, miscarriage, d & c (spontaneous abortion and voluntary termination of pregnancy), constipation, colonoscopy, palpitations and augmentation mammoplasty. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: mirena from (B)(6) 2007. Concurrent conditions included body mass index normal, drug allergy, uterine cervical motion tenderness, uti, tiredness, pain in elbow and uterine bleeding. Family history included colon carcinoma, asthma, diabetes mellitus and neoplasm malignant. Concomitant products included antibiotics since (B)(6) 2016, ciprofloxacin hydrochloride (ciprofloxacin hcl) since (B)(6) 2016 and hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraine headaches"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain-chronic and severe"), vaginal discharge ("discharge"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic/ hypersensitivity reactions"), rash ("rashes"), infection ("infections"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), endometriosis ("endometriosis"), cystitis ("cystitis"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), vaginal cuff dehiscence ("vaginal cuff dehiscence") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal discharge, abdominal distension, hypersensitivity, rash, infection, migraine, amnesia, dysgeusia, dental caries, fatigue, endometriosis, cystitis, menstruation irregular, abdominal pain, alopecia and vaginal cuff dehiscence had resolved and the genital haemorrhage, pain in extremity and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, pain in extremity, rash, uterine perforation, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Sought treatment for these continuing symptoms. She was forced to undergo a major surgery as a result of her essure implants. Three coils protruding on left, five coils protruding on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. On (B)(6) 2015, she had transvaginal ultrasound which resulted in essure coils are seen within the cornua of the uterus. On an unspecified date, urine testing done negative pregnancy test. On (B)(6) 2015, thin prep pap- interpretation: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacteria vaginosis. On (B)(6) 2016, surgical pathology report- uterus, cervix and bilateral fallopian tubes gross description: container is labeled uterus, cervix, bilateral fallopian tubes. Received in formalin is a uterus with cervix and attached bilateral tubes. Without the tubes the uterus weighs 182 grams and measures 12.0 x 6.0 x 4.5 cm. The serosa is pink-purple and shiny. The ectocervix is pink-purple hemorrhagic around the os and the endocervical canal is patent. Sectioning through the cervix reveals a few nabothian cysts. The triangular-shaped endometrial cavity measures 5.5 x 3.0 cm and is lined by a 0.3 cm in thickness hemorrhagic red endometrium. The myometrium ranges from 1.0 to 2.3 cm in thickness and has a gray-tan illdefined whorled cut surface with no discrete lesions identified. The left fallopian tube measures 8.5 cm in length with a diameter of 0.4 cm. Upon sectioning an essure coil is identified within the lumen. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. The right fallopian tube measures 8.0 cm in length with a diameter ranging from 0.3 to 0.5 cm in diameter. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. Upon sectioning an essure coil is seen within the lumen. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming pelvic pains, painful periods and intercourse, vaginal dyspareunia, abnormal menses, with irregular cycles, fatigue, abdominal pain, abdominal bloating and constipation, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: leg pain, abnormal bleeding and weight gain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration/ fallopian tube rupture"), uterine perforation ("perforation (uterus)") and device breakage ("device breakage") in a 22-year-old female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2003 and (B)(6) 2007), abortion, miscarriage, d & c (spontaneous abortion and voluntary termination of pregnancy), constipation, colonoscopy, palpitations and augmentation mammoplasty. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included body mass index normal, drug allergy, uterine cervical motion tenderness, uti, tiredness, pain in elbow and uterine bleeding. Family history included colon carcinoma, asthma, diabetes mellitus and neoplasm malignant. Concomitant products included ciprofloxacin hydrochloride (ciprofloxacin hcl) since (B)(6)-2016, metronidazole (flagyl) since (B)(6) 2016 and vicodin (norco) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain-chronic and severe"), vaginal discharge ("discharge"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic/ hypersensitivity reactions"), rash ("rashes"), infection ("infections"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), endometriosis ("endometriosis"), cystitis ("cystitis"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal cuff dehiscence ("vaginal cuff dehiscence"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, vaginal discharge, abdominal distension, hypersensitivity, rash, infection, amnesia, dysgeusia, dental caries, fatigue, endometriosis, cystitis, menstruation irregular, abdominal pain, alopecia and vaginal cuff dehiscence outcome was unknown and the dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, rash, uterine perforation, vaginal cuff dehiscence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Sought treatment for these continuing symptoms.she was was forced to undergo a major surgery as a result of her essure implants. Three coils protruding on left, five coils protruding on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. On (B)(6) 2015, she had transvaginal ultrasound which resulted in essure coils are seen within the cornua of the uterus. On an unspecified date, urine testing done negative pregnancy test. On (B)(6) 2015, thin prep pap- interpretation: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacteria vaginosis. On (B)(6) 2016, surgical pathology report- uterus, cervix and bilateral fallopian tubesgross description: container is labeled uterus, cervix, bilateral fallopian tubes. Received in formalin is a uterus with cervix and attached bilateral tubes. Without the tubes the uterus weighs 182 grams and measures 12.0 x 6.0 x 4.5 cm. The serosa is pink-purple and shiny. The ectocervix is pink-purple hemorrhagic around the os and the endocervical canal is patent. Sectioning through the cervix reveals a few nabothian cysts. The triangular-shaped endometrial cavity measures 5.5 x 3.0 cm and is lined by a 0.3 cm in thickness hemorrhagic red endometrium. The myometrium ranges from 1.0 to 2.3 cm in thickness and has a gray-tan illdefined whorled cut surface with no discrete lesions identified. The left fallopian tube measures 8.5 cm in length with a diameter of 0.4 cm. Upon sectioning an essure coil is identified within the lumen. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. The right fallopian tube measures 8.0 cm in length with a diameter ranging from 0.3 to 0.5 cm in diameter. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. Upon sectioning an essure coil is seen within the lumen. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming pelvic pains, painful periods and intercourse, vaginal dyspareunia, abnormal menses, with irregular cycles, fatigue, abdominal pain, abdominal bloating and constipation, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration/ fallopian tube rupture"), uterine perforation ("perforation (uterus)") and device breakage ("device breakage") in a (B)(6) year-old female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2007), abortion, miscarriage, d & c (spontaneous abortion and voluntary termination of pregnancy), constipation, colonoscopy, palpitations and breast enlargement. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included body mass index normal, drug allergy, uterine cervical motion tenderness, uti, tiredness, pain in elbow and uterine bleeding. Family history included colon carcinoma, asthma, diabetes mellitus and neoplasm malignant. Concomitant products included ciprofloxacin hydrochloride (ciprofloxacin hcl) since (B)(6) 2016, metronidazole (flagyl) since (B)(6) 2016 and vicodin (norco) since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain-chronic and severe"), vaginal discharge ("discharge"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic/ hypersensitivity reactions"), rash ("rashes"), infection ("infections"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), endometriosis ("endometriosis"), cystitis ("cystitis"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal cuff dehiscence ("vaginal cuff dehiscence"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, vaginal discharge, abdominal distension, hypersensitivity, rash, infection, amnesia, dysgeusia, dental caries, fatigue, endometriosis, cystitis, menstruation irregular, abdominal pain, alopecia and vaginal cuff dehiscence outcome was unknown and the dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, rash, uterine perforation, vaginal cuff dehiscence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Sought treatment for these continuing symptoms.she was was forced to undergo a major surgery as a result of her essure implants. Three coils protruding on left, five coils protruding on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. On (B)(6) 2015, she had transvaginal ultrasound which resulted in essure coils are seen within the cornua of the uterus. On an unspecified date, urine testing done negative pregnancy test. On (B)(6) 2015, thin prep pap- interpretation: negative for intraepithelial lesion or malignancy. Shift in vaginal flora suggestive of bacteria vaginosis. On (B)(6) 2016, surgical pathology report- uterus, cervix and bilateral fallopian tubesgross description: container is labeled uterus, cervix, bilateral fallopian tubes. Received in formalin is a uterus with cervix and attached bilateral tubes. Without the tubes the uterus weighs 182 grams and measures 12.0 x 6.0 x 4.5 cm. The serosa is pink-purple and shiny. The ectocervix is pink-purple hemorrhagic around the os and the endocervical canal is patent. Sectioning through the cervix reveals a few nabothian cysts. The triangular-shaped endometrial cavity measures 5.5 x 3.0 cm and is lined by a 0.3 cm in thickness hemorrhagic red endometrium. The myometrium ranges from 1.0 to 2.3 cm in thickness and has a gray-tan illdefined whorled cut surface with no discrete lesions identified. The left fallopian tube measures 8.5 cm in length with a diameter of 0.4 cm. Upon sectioning an essure coil is identified within the lumen. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. The right fallopian tube measures 8.0 cm in length with a diameter ranging from 0.3 to 0.5 cm in diameter. The serosa is pink-purple hemorrhagic and a fimbriated end is identified. Upon sectioning an essure coil is seen within the lumen. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming pelvic pains, painful periods and intercourse, vaginal dyspareunia, abnormal menses, with irregular cycles, fatigue, abdominal pain, abdominal bloating and constipation, vaginal discharge most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, lab tests, historical drug, lot number- 626686 were added. Events events abnormal bleeding (vaginal), perforation (uterus) and vaginal cuff dehiscence were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/migration/fallopian tube rupture"), device breakage ("device breakage") and genital haemorrhage ("abdnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower (severe lower abdominal pain/cramping), pelvic pain (severe pelvic pain), dysmenorrhoea ("severe menstrual pain/debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia"), vaginal discharge ("discharge"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic/hypersensitivity reactions"), rash ("rashes"), infection ("infections"), migraine ("migraine headaches"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), endometriosis ("endometriosis"), cystitis ("cystitis"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent surgery to remove the defective device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, vaginal discharge, abdominal distension, hypersensitivity, rash, infection, amnesia, dysgeusia, dental caries, fatigue, endometriosis, cystitis, menstruation irregular, abdominal pain and alopecia outcome was unknown and the dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, abdominal pain lower, pelvic pain, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, rash and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Sought treatment for these continuing symptoms.she was forced to undergo a major surgery as a result of her essure implants. Most recent follow-up information incorporated above includes: on 14-nov-2017: events perforation/ migration/ fallopian tube rupture, device breakage, abnormal bleeding, severe pelvic pain, discharge, abdominal bloating, allergic/ hypersensitivity reactions, rashes, infection, migraine headaches, prolonged memory loss, metallic taste in mouth, tooth decay, fatigue, endometriosis, cystitis, irregular menstrual cycles, abdominal pain, hair loss added. Reporter causality comment updated. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.